Event description:
It was observed that during the device evaluation, the subject device exhibited damaged fiber bonding in outer tube area and cracked cover glass of the insertion section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.